Event description:
Reporter indicated that the vns generator was able to be reprogrammed following the vbat<eos threshold message.

Event description:
All attempts to the reporter for vns programming history have been unsuccessful to date. The available information indicates the most likely cause of the vbat< eos disabled condition of the vns generator is due to electrocautery used during the (B)(6) 2012 surgery. As the surgical area was the generator area, electrocautery was most likely the cause of the vbat disabled condition (asic latch-up). Reporter indicated the patient did not feel stimulation since the (B)(6) 2012 surgery, when the vbat<eos/asic latch-up likely occurred that disabled the vns generator.

Event description:
Reporter indicated a vbat<eos threshold message was received upon interrogation of a patient's vns generator. The patient had a surgical procedure performed on (B)(6) 2012, which is suspected to have caused the vbat<eos threshold message due to electrocautery during the surgery. Attempts for further information are in progress.

Manufacturer narrative:
Analysis of programming history.electrocautery is suspected to have caused the vbat-eos/asic latch-up condition which disabled the generator.

Manufacturer narrative:
Describe event or problem, corrected data: information regarding reprogramming the vns was inadvertently omitted from the initial MDR report.

Event description:
Additional vns programming history for the patient was obtained and reviewed. The vns was noted to be disabled upon interrogation on (B)(6) 2012. The vns settings were corrected this day. The last time the vns was noted to be programmed 'on' was on (B)(6) 2012, which was 3 day prior to the (B)(6) 2012 surgery date. It is likely the vbat-eos disabled condition was due to electrocautery used during the (B)(6) 2012 surgery.

Manufacturer narrative:
Describe event or problem, corrected data: information regarding the patient not feeling stimulation when the vns generator was disabled due to asic latch-up was inadvertently omitted from the initial MDR report.

Manufacturer narrative:
.